Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart and no delivery alarm and the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the displacement test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or unexpected restart error alarm noted. Pump had cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and stained end cap sticker.